Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a whiteout and displayed error code e216, scope communication error, during service or maintenance activities. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely image whiteout and noisy image occurred due to damage on the plug unit. Based on the results of the investigation, and since error e216 (scope communication error) was not reproduced during the device evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.